Event description:
While assessing the post anesthesia patient for comfort, the clinician noted holes and tearing on the blanket warming system hose. Closer inspection of the hose noted discoloration, stiffening and tears on the hose. This newly installed system has been in service for approx. 11 months. Inspection of additional warmed also note discoloration of the hose, holes and tears especially near the sensor couplers and warmer connections. 5 leaking hoses was sent to biomedical for reporting and analysis. Biomedical note that the involved hoses were of the newly designed warmer which incorporated a smaller diameter hose of 40mm. The warming systems are fixed mounted to the patient headwall with the 7foot hose assembly attached. The clinical team was concerned that the tears and holes in the hose assembly may compromise filtered air from entering the disposable blanket assembly. Manufacturer response for blanket warming device, bair paws (per site reporter): awaiting replay.